Event description:
It was reported that the asymptomatic patient presented in the emergency room. The device was post-paced t-wave oversensing. Programming changes were made to resolve the oversensing. The patient was asymptomatic. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.